Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. The device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately after nine year and five months later of post filter deployment a computed tomography shows the filter in below the renal veins. Some of the filter struts have penetrated through the wall of the inferior vena cava into the mesenteric fat. One leg penetrated the aorta. Complete thrombosis of the inferior vena cava at and below the inferior vena cava filter and in bilateral common iliac, external iliac veins, left common femoral vein and proximal right superficial femoral vein. Therefore, the investigation is confirmed for perforation of inferior vena cava, however the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced thrombus at the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter's two poteriorly oriented struts perforated into the vertebral body and a medially oriented strut perforated into the aorta and minimal tilting. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was reportedly diagnosed with thrombosis; however, the current status of the patient is unknown.